Manufacturer narrative:
No parts have been replaced or received by the manufacturer for evaluation. The customer has not approved service, so no further analysis can take place at this time. No parts were replaced or returned for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, the navigation system displayed all black images within the navigation task of the software. It was reported that these images were pushed from a navigated spin from the imaging system. The software page was cycled without resolution. The same exam was pushed to a different navigation system to successfully finish the procedure. The use of the original navigation system was discontinued. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.